Manufacturer narrative:
The device is not cleared for sale in the us, but a similar device is. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
This case is the same patient as (B)(6). On 2007, the surgeon used the long ap-j nail in the revision surgery. On (B)(6) 2010, the surgeon found through the x-ray that the long ap-j nail was broken. The fracture part of patient was a non union. Afterwards, the surgeon was monitoring for the patient. On (B)(6) 2010, the patient had a pain in the hip joint. The surgeon did a revision surgery by the bha on (B)(6) 2011. The surgeon requested the investigation of the broken long ap-j nail.